Event description:
It was reported that during the implant procedure, inserting the atrial lead into the header of the pulse generator was difficult. The lead was inserted into the header and the procedure concluded normally. The patient was stable post procedure.

Manufacturer narrative:
(B)(4).